Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit grp a strep 30 test veritor (mn# 256040), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with kit grp a strep 30 test veritor¿ a potential false negative was obtained. Customer reinserted cartridge in different analyzer and visually read. Test cartridges are single use, and meant to be read one time by the veritor. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false negative complaint. Customer was alleging a false negative complaint after not following proper procedure (reinserting cartridge into different analyzer and visually reading cartridge).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing with kit grp a strep 30 test veritor¿ a potential false negative was obtained. Customer reinserted cartridge in different analyzer and visually read. Test cartridges are single use, and meant to be read one time by the veritor. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false negative complaint. Customer was alleging a false negative complaint after not following proper procedure (reinserting cartridge into different analyzer and visually reading cartridge).